Manufacturer narrative:
H11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: tm91scs2, serial# (B)(6), product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the handset would not connect to the communicator for they got a message that said cannot be found. Pt said this was about the 3rd time this happened and some girl would do something to get it going again. During call pt reset the communicator and scanned the communicator. Pt was able to connect to therapy application. The troubleshooting steps that were taken on the call resolved the issue. Patient called back repeating continued issues with communicator connecting to the handset. Patient said they would be in the therapy app and would go to try and adjust stim but connection would go off in the middle and would say can't find the communicator. Patient said one night they had to lay in bed all night while stim was shocking them because they couldn't get the communicator to talk to the handset to turn stim down like they usually do at night. Patient then said for 2 days now they couldn't get the communicator to connect. Patient reported no found message in the therapy app. Agent reviewed how to close out of all apps and had patient reset communicator. Patient then was able to enter the mystim app and after scanning the code, connect to their therapy. Agent reviewed reset troubleshooting and also to close out of app when done using. Agent reviewed to monitor issue after doing those.